Manufacturer narrative:
The reported q-fix 1.8 mini suture anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a labral shoulder repair mini q-fix deployed well and seemed to have strong fixation but upon tying knots the mini q-fix pulled out of bone.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) misalignment of implant and inserter (4) wrong size hole (5) improper accessories used during insertion.

Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during a labral shoulder repair mini qfix deployed well and seemed to have strong fixation but upon tying knots the mini qfix pulled out of bone. No patient injuries or delay reported. Another bone hole was made to the patient, the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.